Event description:
It was reported that during a laparoscopic gall bladder procedure, the blade was broken at the end. The blade was inside the patient, but was retrieved with a babcock. Opened a new one to complete procedure. There was no patient consequence.